Manufacturer narrative:
(B)(4).when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.batch # unk.we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastrectomy, scissoring occurred at firing on the blood vessel. The device was fired for functionality out of the patient and scissoring occurred as well. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information batch # m92g21. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.